Event description:
A surgeon reported that four months following intraocular lens (iol) implant surgery, glistening was observed and there was no harm to the pt. Add'l info has been requested; however, the surgeon is unable to provide further info.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Add'l info has been requested; however, the surgeon is unable to provide further info. (B)(4).